Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro-fine plus¿ pen needle would not allow the drug to come out. This occurred on 4 occasions before use. The following information was provided by the initial reporter: drug didn't come out.